Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted a cs 087 call service alarm, there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the devices was returned and investigation completed by product analysis on 23-apr-2019 with the following findings: call service alarms were noted in the black box and alarm history but were not duplicated during the investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.